Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110194 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
False negative result(s). User stated that they tested on (B)(6) 2022 with ff and they received a negative result. On the same day, they went and got a rapid test and the result was positive.